Event description:
Patient reports keypad buttons are intermittently responding to button presses for last couple weeks. Patient reports that it takes several hard presses to get a response. Patient does not clean the pump. Patient wears the pump in pocket.

Manufacturer narrative:
Animas insulin infusion pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/22/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.